Event description:
The physician who performed an omni procedure reported that the catheter severed while performing the 180-degree goniotomy procedure. The severed portion of the catheter was removed using forceps. A partial goniotomy occurred while removing the severed portion of the catheter.